Manufacturer narrative:
The insulin pump was received motor error alarms during rewind. The problem isolated to motor.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 152 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer performed fixed prime and the insulin pump alarmed. The insulin pump was returned for analysis.